Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), pregnancy with contraceptive device ("pregnancy"), habitual abortion ("miscarriages") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device deployment issue "left tubal ostia: 2 coils could be seen". The patient's previously administered products included for birth control: yazmin from 2007 to 2008; for bleeding: depo-provera from 2007 to 2008. Concurrent conditions included obesity, bipolar disorder since 2012, depression since 2012, diabetes since 2006 and dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin) from 2010 to 2018, paracetamol (acetaminophen) since 2012 and salbutamol sulfate (proair hfa). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes in pelvic area and legs"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), incontinence ("incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), endometriosis ("endometriosis") and urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), disturbance in attention ("difficulty concentrating"), insomnia ("insomnia") and vaginal infection ("vaginal infection") with pruritus. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingooopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rash and headache was resolving, the pelvic inflammatory disease, pregnancy with contraceptive device, habitual abortion, genital haemorrhage, dyspareunia, disturbance in attention, insomnia, mood swings, menorrhagia, female sexual dysfunction, incontinence, migraine, weight increased and endometriosis outcome was unknown, the vaginal haemorrhage had not resolved and the cystitis, vaginal infection, nausea and urinary tract infection had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered cystitis, disturbance in attention, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, habitual abortion, headache, incontinence, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 212 lbs the left tubal ostia was cannulated, and with deployment of the device 2 coils could be seen, the right tubal ostia was cannulated and after deployment, 3'coils could be seen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2012. And removal date updated to (B)(6) 2014. Lot number added. Concomitant medications added. Events difficulty concentrating insomnia, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rashes in pelvic area and legs, bladder infection, vaginal infection, pelvic inflammatory disease, apareunia (inability to have sexual intercourse), incontinence, migraines, headaches, nausea, weight gain, endometriosis, urinary tract infections, pregnancy, device ineffective, miscarriages and left tubal ostia: 2 coils could be seen added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), pregnancy with contraceptive device ("pregnancy"), habitual abortion ("miscarriages") and genital haemorrhage ("heavy prolonged bleeding") in an adult female patient who had essure (batch no. 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device deployment issue "left tubal ostia: 2 coils could be seen". The patient's previously administered products included for birth control: yazmin from 2007 to 2008; for bleeding: depo-provera from 2007 to 2008. Concurrent conditions included obesity, bipolar disorder since 2012, depression since 2012, diabetes since 2006 and dysfunctional uterine bleeding. Concomitant products included clonazepam (klonopin) from 2010 to 2018, paracetamol (acetaminophen) since 2012 and salbutamol sulfate (proair hfa). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes in pelvic area and legs"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), incontinence ("incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), endometriosis ("endometriosis") and urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), disturbance in attention ("difficulty concentrating"), insomnia ("insomnia") and vaginal infection ("vaginal infection") with pruritus. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingooopherectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, rash and headache was resolving, the pelvic inflammatory disease, pregnancy with contraceptive device, habitual abortion, genital haemorrhage, dyspareunia, disturbance in attention, insomnia, mood swings, menorrhagia, female sexual dysfunction, incontinence, migraine, weight increased and endometriosis outcome was unknown, the vaginal haemorrhage had not resolved and the cystitis, vaginal infection, nausea and urinary tract infection had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered cystitis, disturbance in attention, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, habitual abortion, headache, incontinence, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 212 lbs. The left tubal ostia was cannulated, and with deployment of the device 2 coils could be seen, the right tubal ostia was cannulated and after deployment, 3'coils could be seen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain/cramping"), pruritus ("itching") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, pruritus and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain and pruritus to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.